Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed kinks in the telescope assembly from femoral marker to the proximal end. The telescope assembly was not able to properly pull back, advance, and retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The imaging window was still connected to the blue sheath tubing at the lap joint. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the device failed to cross the lesion. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. During the percutaneous coronary intervention (pci) procedure, an opticross¿imaging catheter was used to visualize the target lesion. The lesion was predicated with an unknown 2.5x15mm balloon and then the physician tried to access the lesion with the opticross catheter, but due to heavy calcification and angulations of the vessel he failed to cross the lesion despite trying for several times. The procedure was not completed due to this event. No patient complications reported and the patient's condition is good. However, after device analysis it was revealed that there was an open hole at the sheath lap joint section of the device.